Event description:
This rv lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2012. Lead had impedance of 1250, threshold 3.4v@1.0ms. Physician capped lead pins. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).